Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported that on (B)(6) 2016 the patient started shaking and was taken to the ER for a kidney infection (uti). The patient was given an x-ray at the ER without turning the stimulator off and the patient was "out of it" and doesn't remember what happened. The patient was put on antibiotics and their urine was tested on date notified with no infection found. There were no related device allegations. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.